Event description:
It was reported that this pacemaker exhibited a red alert. Technical services (ts) was consulted and explained 2 events for right ventricular automatic threshold (rvat) test and right atrial (ra) lead automatic thresholds were noted; ts noted that the right atrial (ra) lead presented normal threshold measurements, but possible loss of capture was noted. No additional information is available at the moment. No additional adverse patient effects were reported.